Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a serious of low blood glucose levels. Customer's blood glucose level was 48 mg/dl. The customer treated her low blood glucose level with glucose tablets. The reservoir was showing more insulin than what was shown on the status screen. The customer was going to treat her high blood glucose level of 252 mg/dl with a manual injection. It was possible that the insulin pump over delivered. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The units on status screen matched properly with units left on test reservoir tube. Boluses were properly delivered and recorded in bolus history. No delivery anomaly was noted or unexpected time change noted during testing. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.